Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula detached from the infusion site on the hip/buttocks after approximately 5 to 24 hours of pod wear, which caused blood glucose levels to increase to above 250 mg/dl. It was further noted that although the cannula had detached, the adhesive remained properly adhered to the skin. The patient applied a new pod and successfully resumed therapy.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined.